Manufacturer narrative:
Continuation of d10: product ID 97755 serial (B)(6) : product type recharger product ID 97745 serial (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6), h3. Analysis was performed on [product ID 97755 serial# (B)(6). Analysis found that there was a recharge antenna failure, no device found message and rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller wanted to make an appointment to have a manufacturer representative (rep) come meet the patient (pt) at the clinic for pt had been having issues charging their device along with phone pad thing that was suppose to use the device starting probably a couple weeks ago. Patient services (ps) asked for caller to clarify and they said it had been a few weeks and it does absolutely nothing, it would take the pt 2 hours to charge the implant and it would barley go anywhere. Pt will reset the controller for it wont turn off by pressing the button. When trying to charge yesterday it said would not be connected and a software problem 1.intellis 2.3.6 3.58 4.qf_new. Troubleshooting was unable to be performed as caller was not with the pt during call so the call was dis connected and ps made outbound call to pts phone number on file. Ps reached pts voicemail, ps left voicemail for pt. Pt called back and repeated error message "software problem cannot continue - intellis -3.6-58-qf_new. Pt stated that the controller is plugged into the wall since 9am and it says cannot provide stimulation charge your battery. Pt did try to plug the recharger (rtm) cord into the controller and connect with the ins but the message came up that the controller needs to be charged. Ps pad pt remove the li battery and plug the controller in to ac power - the controller does power up. Pt put the li battery in and stated the green light is flashing. Ps is going to call pt back in 1 hour to verify that the controller did take a charge and try to connect to charge the ins battery. Ps made an outbound call to pt to check the charge level of the controller and try to connect to charge the ins battery. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient (pt) is having difficulty with recharging, rep has done about 20 minutes of passive recharge mode (prm). Technical services (ts) had rep disable and re-enable device but the neurostimulator won't charge. When ts had rep hold the recharger up in the air, rep will get zero, but when placed back over the implant the recharge ranged from 20s at times to 100. Rep also reported the recharger antenna getting hot. Ts decided to replace the recharger given rep reported device getting hot. Patient got new recharger 6-8 months ago. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.